Event description:
The procedure was performed without a company representative present. It was subsequently identified that there had been an error in the surgical technique related to the U-Lag system. Due to breakage of the U-Blade, the lag screw was implanted without insertion of the U-Blade.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.